Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer performed an auto clean procedure on the cell-dyn sapphire analyzer and flushed a number of valves and tubing segments, replaced syringes and peristaltic pump tubing and flushed flow cell pathways while waiting for an abbott field service representative (fsr) to arrive. The fsr replaced multiple pinch tubings and dilutions/differential gains were adjusted for moving averages to resolve the issue. The cell-dyn sapphire operator's manual, list number 08h10-01, revision a, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Review of complaint tracking and trending; field service intervention. Tubing segments; gain setting adjustment.

Event description:
The customer states that the cell-dyn sapphire has generated discrepant results on 15 patient samples. The customer would only provide one example of this issue: an initial wbc of 0.398 k/ul that retested at 8.891 k/ul. No further individual specific patient testing information is available. No flagging of results was present. No suspect results were reported from the lab. Samples were retested per their laboratory protocol and then reported. There has been no reported impact to patient care or treatment. An initial service visit did not resolve the issue and the customer is now seeing an increase in rrbc flagging. The customer is requesting service to return.